Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has been re-implanted on (B)(6) 2017.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Device malfunction. No trauma has been reported. The patient has been re-implanted.

Manufacturer narrative:
Correction: the date of awareness submitted in the initial report was incorrect. The complaint report form was submitted to med-el hq not by a med-el employee. The data of awareness was not updated accordingly due to human error. The correct date of awareness is june 22, 2017. All internal records have now been updated accordingly.

Event description:
Please refer to the initial report of june 23, 2017 and final report of march 19, 2018.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode, which might have been caused by an external impact to the implant site, seems likely. However, a device investigation of the explanted device is necessary to determine a root cause. The device was explanted but has not been received at hq yet.

Event description:
Device malfunction. No trauma has been reported. The patient has been re-implanted on (B)(6)2017. The device has not yet been received for investigation.